Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received an error message when scanning the adc freestyle libre sensor on day 3 of wear. On (B)(6) 2019, the customer became upset due to the "sensor issue" and that his blood glucose became elevated. Hcp contact was made and the customer was treated with insulin(dose unknown) for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs sensor kit were reviewed and the dhrs showed the fs libre sensor and fs sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. Section has been updated based on the product download.

Event description:
A caregiver reported the customer received an error message when scanning the adc freestyle libre sensor on day 3 of wear. On (B)(6)2019, the customer became upset due to the "sensor issue" and that his blood glucose became elevated. Hcp contact was made and the customer was treated with insulin(dose unknown) for hyperglycemia. There was no report of death or permanent injury associated with this event.